Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch uf/importer report # (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Without a lot# a DHR could not be performed.

Event description:
It was reported that leakage occurred with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "it was reported via medwatch report that during an injection, the medication leaked from where the needle attaches to the syringe. Event description per attached medwatch report states, "bd syringes have had problems, today the medicine leaked when giving injection. Checked to see if the needle was tight and it was. Medication given was depo provera and the injection was not repeated after the leakage incident."